Event description:
No additional information received material#: 302830, batch#: 3235890. It was reported by the customer that the syringe has excessive amounts of oil inside of it. Verbatim: rcc received a complaint via email. Email(s) attached. The syringe has excessive amounts of oil inside of it. Response received on 16-oct-2023. What is the total syringe(s) affected? Only the one syringe was affected. No other syringes in the batch were identified as having this issue. Is there sample available to return for investigation? Sample is available for return. Please provide information necessary for shipment. If no sample available, can a photo be provided? Sample pictures provided above.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there are excessive amounts of oil in the syringe. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed, and the medical grade lubricant applied to the inner wall of the syringe barrel and rubber stopper is visible at the bottom of the syringe barrel. This is considered an acceptable imperfection as the lubricant is added to the syringe to make the plunger movement smooth. The two photos provided show the sample received. A device history record review was completed for provided material number 302830, lot 3235890. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed; however, is considered an acceptable imperfection.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a180104 - device contamination with chemical or other material.

Event description:
Material#: 302830 batch#: 3235890 it was reported by the customer that the syringe has excessive amounts of oil inside of it. Verbatim: rcc received a complaint via email. Email(s) attached. The syringe has excessive amounts of oil inside of it. Response received on 16-oct-2023. What is the total syringe(s) affected? Only the one syringe was affected. No other syringes in the batch were identified as having this issue. Is there sample available to return for investigation? Sample is available for return. Please provide information necessary for shipment. If no sample available, can a photo be provided? Sample pictures provided above.